Manufacturer narrative:
Citation: ranney d.n. Et al. Valve-in-valve transcatheter valve implantation in the non-aortic position. J card surg 2016;31:282¿288. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature of a (B)(6) male (patient# 5) who had undergone implant of a medtronic mosaic mitral valve (serial number not provided). Ten years post-implant an echocardiogram revealed severe mitral regurgitation with moderate mitral stenosis, which subsequently required a valve-in-valve implant of a non-medtronic transcatheter valve. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.